Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient was treated with thrombosis of the right iliac limb. The physician placed two endurant limbs and the intervention was completed successfully. The physician noted that there was a tight spot in the right external, which was stented with another manufacturer¿s device 7x39 and post dilated with an 8mm balloon. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Small external iliac artery. Unknown cause. Conclusions: small external iliac artery. Unknown cause.